Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5175878.

Event description:
Voluntary medwatch received states that the implantable cardioverter defibrillator (ICD) exhibited an unspecified issue. The patient condition is deceased due to unknown reasons.